Event description:
The user facility reported hearing a popping noise from a nearby room and upon investigation observed water coming out of the system 1e unit at the carbon filter inlet connection. The user facility shut the water supply off and cleaned up the water. No report of property damage, injury or procedural delay.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician arrived on site and found the water to have been cleaned up by the user facility. The technician inspected the system 1e unit and found that the 90 degree factory crimp fitting had separated at the carbon filter connection. The technician replaced the hose, tested the unit running both a diagnostic and sterile cycle and placed the unit back into service. The technician found the building pressure to be (B)(4) dynamic. Per discussion with the user facility, they have a hot water circulation loop and the pressure can reach (B)(4) dynamic. Prior to the event the technician has noted the pressure to be approximately (B)(4) and advised the user facility their water pressure was out of specification and recommended that they install a pressure regulator to lower it. The operator manual requires pp (2-1): (B)(4).the user facility did not implement steris' recommendation.